Manufacturer narrative:
H10: a good faith effort was made to obtain parts back for evaluation of the reported fetal spiral electrode associated with this complaint evaluation. The reported fetal spiral electrode was discarded. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text: the device was discarded.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that spiral electrode was difficult to remove and the child suffered a skin injury which was assessed as minor one. After two months, the bump on the baby's head cracked and some blood came out. The next day, a small metal wire was noticed sticking out from the head which was removed in the emergency room. There was no sign of infection found.